Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of a patient being harmed as a result of this malfunction. Investigation request sent to the manufacturer on (B)(4) 2013. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information becomes available, a follow-up report will be submitted.

Event description:
Information received via complaint form indicates that end-user was unable to use device, because it leaked or cuff broke. When tried to pull out fluid from cuff, end-user got out 60ml of air.